Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There was one similar complaint reported in the lot. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had an unexpected postoperative outcome. Additional information was received from the surgeon, who indicated the lens was well centered in the bag and posterior capsular opacification was observed three weeks following initial surgery. The pt is not scheduled for any additional procedures. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There was one similar complaint reported in the lot. (B)(4).